Event description:
It was reported that acculif pl implant dis-engaged from inserter prematurely. Graft was being positioned when it dis-engaged. Inserter could not be re-attached resulting in the cage not being able to expand.

Manufacturer narrative:
Method: device history review. Device not returned. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Device not returned. Conclusion: the plausible root cause is user related.

Event description:
It was reported that acculif pl implant dis-engaged from inserter prematurely. Graft was being positioned when it dis-engaged. Inserter could not be re-attached resulting in the cage not being able to expand.